Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/13/2018, that on (B)(6) 2018, the patient experienced a loss of connection. It was reported that the patient was using an unsupported operating system. No additional event or patient information is available. Data was provided for evaluation. The reported event was confirmed. A root cause could not be determined. The dexcom g5 mobile application is only compatible for select smart devices and mobile operating systems.